Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent abdominoplasty on (B)(6) 2015 and reservoir was attached to a drain. The reservoir showed a defect in the lock and was replaced with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent to the FDA: 03/17/2016, actual device was returned and analyzed. During visual and function inspection, no defect was observed and all components opertated as expected.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.